Event description:
Surgeon using clickline laparoscopic needle holder in patient abdomen. When clamped the needle, one of the jaws of the instrument broke off. The piece was retrieved from the patient abdomen. Kub x-ray confirmed clear x-ray.